Event description:
In 2009, the sales rep reported via email that the prong on the driver broke prior to surgery. Add'l info received via telephone on 04/15/2009, the sales rep reported that the scrub tech noticed the broken driver prior to surgery. The surgeon used another driver in the kit to perform the surgery. There was no surgical delay related to this surgery. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unk. Eval is pending.